Event description:
During an arthroscopic procedure, the physician was reportedly utilizing a speedstitch suturing device and cartridge. While engaging the needle and placing the suture, the suture cartridge came out of the handle, landing in the joint space. A second cartridge was loaded; however, the physician was unable to secure the cartridge. An additional cartridge was opened and the procedure was completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender have been requested but not received. Reference manufacturers report(s): 3006524618-2012-00339, 00341.